Event description:
It was reported that the patient had the spectra penile prosthesis removed due to a cylinder puncture. A new spectra penile prosthesis was implanted. Following the replacement surgery, the event resolved.